Manufacturer narrative:
1/8/1998-supplemental report #1 submitted to FDA. The reported condition is confirmed for the clinical sample received. Sealed samples were returned with the clinical. The sealed samples were tested and found to be within acceptable specification.

Event description:
The device was used during a thyroidectomy procedure. Reportedly, the suture broke. No pt injury was reported.